Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device displayed diagnostic anomaly concerning battery longevity. A capacitor maintenance charge was noted. The patient will continue to be monitored.